Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance measurements since implant, measuring high out-of-range greater than 125 ohms; today in the 140 ohms range. The device remains in service and the physician to continue monitoring. No adverse patient effects were reported.